Manufacturer narrative:
The sales representative called the technical assistance center (tac) and stated that the provation had no image, but the endoscopy image was good. The customer didn't have medical grade monitors, were using consumer grade televisions, and had adapters/connectors that were not supported by olympus. According to the connectivity guide, olympus supports the use of provation though sdi or comp only. Tac advised the customer to change the connection. This issue was resolved. The customer will not be returning the device for inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus sales representative reported the customer's cv-190 evis exera iii video system center was outputting to a provationmd system, but there was no image. It is unknown when the malfunction occurred, but there was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to board failure associated with long-term use. Olympus will continue to monitor field performance for this device.